Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm and the buttons were not responsive. The customer's blood glucose was unknown at the time of incident. The customer was able to clear the button error with the buttons before the buttons became unresponsive. The customer stated that the insulin pump was pressed up against the seat belt. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.